Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed the leak from chamber vc26; tubing was worn at port 5 and became disconnected, causing the chamber to overflow. The fse replaced the tubing, resolving the leak and the error generated by the instrument. (B)(4).

Event description:
The customer reported an uncontained fluid leak of about 50 ml of clear fluid from the back of a coulter lh 750 hematology analyzer while running samples. Sweep flow errors were also recovered in connection with the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.